Manufacturer narrative:
Philips service advised the customer to manually enter the patient's name as a workaround. This report was submitted in agreement with FDA for the retrospective reporting commitment. (Reference: gen2400312)

Event description:
It was reported to philips that the mpps message was sent late, affecting fluorocore recording on a azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.